Event description:
On (B) (6) 2008, the patient reported that she received the 09 (technical inspection due) alarm on her infusion device. She stated that she did not receive the prior 8x (88, 86, 84, 82) alarms warning her that the infusion device would soon shut down. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.